Event description:
This is a pt, s/p mitral valve replacement, who was seen by a urologist because the foley catheter could not be removed. Initially 5cc was aspirated from the balloon, but there was extreme tension in the catheter. Foley was irrigated with ky jelly. Still no change in tension. When the catheter could not be removed, the valve was cut. The urologist attempted to manually compress the balloon through the vaginal wall. This was unsuccessful. Then guide wire was placed down the lumen to the balloon. This allowed the fluid to slowly drain out and catheter was removed.